Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was brought to the electrophysiology lab on (B)(6) 2019 for multiple erosion spots around the device site. The pocket was opened, and infection was noted inside the pocket. The patient noted that he had started exercising more vigorously lately which could have contributed to the erosion sites. The device was explanted and leave the wound open for secondary healing. The patient left the lab in stable condition.